Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for post operation follow up. The patient's atrial lead exhibited loss of capture and simultaneous atrial and ventricular sensing due to dislodgement. This was confirmed via x-ray. It was noted that during the initial implant procedure, the physician had difficulty implanting the lead due to patient anatomy and lack of atrial appendage due to bypass surgery. No further changes or intervention was reported. There were no patient consequences.